Manufacturer narrative:
Manufacturer has attempted follow-ups with the user on the resolution of the infection however currently no information is available.

Event description:
On august 10, 2019, senseonics was made aware of an instance where a patient developed an infection at the site where the eversense sensor was inserted.